Event description:
Procedure type: vats partial resection of lung. According to the reporter: upon squeezing the handle for firing, the device made a loud noise and the surgeon stopped using it. New cartridge was opened and firing was performed with it. After firing, the black return knob would not return and jaws would not open. While trying to remove the device, bleeding was observed around the excised area. The procedure was converted into open chest surgery. Since the staple line was damaged and tissue was not stapled properly, the surgeon sutured the tissue and completed the procedure. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).